Event description:
Additional information was received stating the lens was explanted and replaced with non-company lens.

Manufacturer narrative:
Correction information was provided in d.4. Product UDI has been updated. Additional information was provided in b.2., b.5., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) implantation procedure, consumer experienced blurriness, it¿s like a film over eye. Additional information was received from the consumer stating the vision remains unclear. The left eye, which still has a cataract, provides better clarity compared to the right eye, which was out of focus. Despite waiting for a few months to see if the condition would improve, there was no noticeable change. The ophthalmologist referred consumer to a specialist in lens replacement and was scheduled for lens replacement. Although the consumer has some glasses, it wasn't very helpful, as the optometrist cannot make further corrections.

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).